Event description:
It was reported that during the device change out procedure when the chronic atrial lead and right ventricular (rv) lead were hooked up to the new device they both dislodged. Due to the age of the leads the physician preferred to implant new leads. Therefore, both the atrial and rv leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).